Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
The customer cancelled the service call indicating a refusal to have the x-ray tube replaced. No add'l info has been disclosed.